Event description:
A hosp in another country, reported that the heater wire of the rt200 breathing circuit did not heat up.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hosp in another country, the product is not sold in the USA, but it is similar to a product which is sold in the USA. The rt200 breathing circuit is being sent back to fisher & paykel healthcare. Method: no info to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.